Event description:
This report is being filed after the subsequent review fo the following journal article, "retained broken implants in the craniomaxillofacial skeleton" (2014). Nallathamby, v., lee, h., lin, y.y., lim, j., ong, w.c., & lim, t. (2014). Retained broken implants in the craniomaxillofacial skeleton. Craniomaxillofacial reconstruction, 7(2), 154-157. A case report was done at a level 1 trauma hospital. Depuy synthes products were used in the case study. A (B)(6) male had a tip of a drill bit break during surgery and the fragment was retained. No complications noted post-operatively. This report is 3 of 6 for (B)(4). This report is for an unknown 1.1mm drill bit. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for an unknown 1.1mm drill bit/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.